Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/10/2015 with the following findings: a visual inspection revealed that part of the battery compartment threads was chipped off above the bumper pad. A crack also extended from the threads along the bumper pad towards the case seal. The returned battery cap threads were observed to be damaged. The returned battery cap was not able to be fully secured to the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.